Event description:
Per the clinic, the patient underwent a skin flap reduction surgery on november 29, 2021 due to report of issues maintaining connection with the processor coil. The implanted device remains.